Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a normal device check, episodes non-sustained rv oversensing due to myopotential oversensing, crosstalk, and far-r wave oversensing were observed. The oversensing was reproducible via deep breathing. Programming changes were made. The device remains implanted.